Event description:
The device was returned due to pneumatic valve actuation failure (valve 2). Unit started up with no errors. Performed recharge/hardware tests and unit (valve 2) passed. Internal investigation found fva primary pin not cycling properly due to rocker arm axle being damaged. Rear cover o ring not seated properly. Fva actuator assembly, fva lip seals, and rear cover o ring will be removed and replaced during repair process. No other damage found.

Event description:
The following has been reported: customer reported: two separate incidents which triggered misloaded set. One alarm was roughly 2 hours within the infusion. The second one occurred after 30 minutes of infusing. Serial number and additional details provided. 9/12: customer reported: "hours into a calcium chloride infusion, the pump spontaneously generated a tubing set is misloaded alarm. This alarm repeated and was unable to be cleared. A new administration set was primed and hung and approximately 30 minutes into the infusion with this new set, a tubing set is misloaded alarm again fired. There was no manipulation of the pump or administration set occurring during either of these alarms.no patient harm noted" 9/12 logs uploaded and reviewed. It looks like a pneumatic valve actuation failure (valve 2) failure, seeing a lot of "positive valve connection test failed" issues in the logs. Preliminary technical failure summary: pneumatic valve actuation failure (valve 2) could issue stop an active infusion?: yes did issue stop an active infusion?: yes could result in an over/under infusion?: yes did it result in an over/under infusion?: no could issue prevent infusion startup?: yes a preliminary review identified the following issue: pneumatic valve actuation failure (valve 2) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.